Manufacturer narrative:
The reported complaint was confirmed. As per log analysis, the arterial pump was in a started state but was still at 0 rpm. The motor may have turned installing the pump head. This will cause the pump to stop and display "service pump" as reported. This does not indicate a problem with the pump, most likely the pump is okay. Per field service representative (fsr), the customer is not returning pump at this time. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, there was a "service pump" error message observed on the centrifugal control pump. The device was not changed out, as they reset the pump and continued to use. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.